Event description:
Healthcare professional reported that approximately 109 months post implant the pt suffered a right-hemi cva resulting from erratic anticoagulation regimen. MRI revealed a clot in the right main cerebral artery. Tee indicated clots on inflow and outflow side of valve. Pt is being monitored neurologically. The valve remains implanted. Add'l info received on 3/3/98 indicates that the pt has improved and will be medically managed at this time. The valve remains implanted and functioning well.